Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-04635. It was reported that the patient developed an infection at the lead site. In turn, surgical intervention was undertaken wherein the system was explanted and patient was put on IV antibiotics. Infection has since resolved.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. The patient was placed on IV antibiotics and the infection has since resolved. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.